Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of an valvira incident notification which reported the following low readings issue with the adc freestyle libre sensor: a nurse reported that a patient that a patient presented with a blood glucose reading of 69.3 mmol/l (unspecified device) compared to a sensor scan reading of 14 mmol/l. The patient is undergoing intensive care due to hyperglycemia and severe ketoacidosis. Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Section labeled for single use was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
Abbott diabetes care received notice of an (B)(4) incident notification which reported the following low readings issue with the adc freestyle libre sensor: a nurse reported that a patient that a patient presented with a blood glucose reading of 69.3 mmol/l (unspecified device) compared to a sensor scan reading of 14 mmol/l. The patient is undergoing intensive care due to hyperglycemia and severe ketoacidosis. Based on the information received, there was no report of death or permanent impairment associated with this event.